Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion : as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd¿ pen ndl 90 CT mail order only worked during priming, but it stopped about half way through injection. Customer¿s verbatim: ¿spouse of consumer reported needle clog during injection, stated that the needle works during priming but stops about half way through the injection. Does not re-use. Problem occurred about one month ago. Lot # 8247786, product # 320883, exp date was not provided. Samples have been discarded. Sending product voucher. ¿